Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a review of the pump¿s black box showed cs 163 no cartridge detected warnings on (B)(6)2017. During testing, the load step malfunction was duplicated while attempting the rewind, load, prime sequence. The force sensor calibration was found to be out of specification and was unable to detect force. The pump was opened and the force sensor flex was found to be cracked at the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.